Manufacturer narrative:
A review of the system history record (DHR) showed no non-conformances reported relating to the reported event. Engineering reviewed the system logs and confirmed the customer reported faults occurred during system setup. Further review of the logs indicated that the customer reported faults occurred after a collision fault. The root cause for the collision fault for this case is likely due to the external forces to the arms during system setup (bumping arms, etc.,). The incident will continue to be monitored in regular trend review meetings. G1: manufacturer contact phone number: (B)(6).

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, auris health, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that system faults occurred during setup for a monarch bronchoscopy. The physician elected to not start the diagnostic procedure. The patient had already been anesthetized. No clinical consequences to the patient were reported due to this event.